Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 174360.

Event description:
It was reported that the patient experienced stimulation in the abdomen due to lead migration. The lead had high impedances. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.